Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis of the returned zero tip basket revealed that the basket and all of the basket wires were present and attached; however, the basket wires were kinked/bent. The sheath was also kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the proper torque during assembly. A functional evaluation was performed, upon actuation of the handle; the basket would close and open, however, it would not close completely. The basket would tilt to one side when closed, likely due to the kinked basket wires. The luer and handle cannula were removed from the handle. When the handle cap was removed, it was tight. Further evaluation revealed that the handle cannula extended from the pinch vise within specification and the handle cannula was bent. The wire moved freely through the sheath during removal. The wire sub assembly was bent between the splice and basket cannulas. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific that a zero tip¿ was used in the ureter during a flexible ureteroscope procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket had difficulty releasing the stone inside the patient's ureter. Additionally, the basket was also found to be kinked. The stone was eventually removed using a forceps, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that a zero tip¿ was used in the ureter during a flexible ureteroscope procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket had difficulty releasing the stone inside the patient's ureter. Additionally, the basket was also found to be kinked. The stone was eventually removed using a forceps, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.